Event description:
The customer reported that the system froze up during use and would not allow saving of patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.